Manufacturer narrative:
Device passed self-test and displacement test. No unexpected displayable history crc check failed on startup alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had displayable history crc check failed on startup. Customer¿s blood glucose level was unknown. The customer was advised to stop using the pump and revert to back-up plan. The insulin pump will be returned for analysis.